Event description:
Reported false negative sars result for 1 asymptomatic employee. The customer communicated the result was confirmed positive by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false negative sars result for 1 symptomatic employee. The customer communicated the result was confirmed positive by molecular (pcr testing).

Manufacturer narrative:
Corrections: b4 - added today's date of the follow-up correction report. B5 - corrected the description of event. D4 - added lot number. G3- added the date that the new information was received. H6 - added codes 3331, 4101, and 11 to the type of investigation. H10 - updated manufacturer narrative. Corrected manufacturer narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x returned devices with sars positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: could not duplicate with returns. Source: phone and fax.